Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation there were parallel lines/streak marks on the optic prompting lens explantation and exchange. A back-up lens was implanted without further incident during the original surgery session. No patient harm or injury has been reported. The presentation of lines on the lens immediately following implantation is possible a combination of creases in the capsule or posterior striae. There is limited evidence and information available and it is therefore not possible to establish root cause. The lens has been returned to rayner; however, the associated injector has not been received and is presumed to have been discarded. Rayner is seeking additional information from the healthcare facility to further investigate the event. Inspection of the returned lens is also planned. Our review of production records for the rayone aspheric rao600c batch 114255474 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 114255474 .

Event description:
On 6th january 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation parallel lines/streaks were observed on the iol prompting lens explantation and exchange.